Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units green cable is loose. There was no patient involvement reported.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0003904. Please refer to mfg report number 2249723-2025-0003904 for all information for this complaint event. Please cancel in your database.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units green cable is loose. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3,e1 (event site email & initial rep name), e3, h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. Based on the information from fse, the customer stated that the green ECG plug was loose and falling out. Could not duplicate issue. ECG cable and connector had no issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. As per new info received that this is not a duplicate complaint so retaining the record.